Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# v514031, implanted: 2010-(B)(6); product type lead. (B)(4).

Event description:
It was reported the patient had a urinary tract infection. It was noted the patient experienced burning and urgency with urination. It was reported the patient was prescribed septra for ten days. It was noted the patient¿s symptoms resolved without sequelae on 2010-(B)(6).